Manufacturer narrative:
The investigation into the controller error/loss of opm data has been completed. The impella automated controller was returned for investigation. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly. The placement signal not reliable alarm on ic2188 (backup console) were likely due to issues writing to the impella 5.5 on console (B)(6) before it was disconnected. These eeprom writing issues were not reproduced during testing of (B)(6), and the root cause was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant, the night nurse, reported that the automated impella controller (aic) experienced a controller error. The day shift changed out the aic. The staff reported the patient was extremely non-compliant and had been caught unplugging IV¿s and ¿messing with¿ the purge side arm. The patient had also been refusing to wear bedside monitors for hemodynamics and dressing changes. There was no patient harm reported.